Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that several pump stoppage appear on the MFR and the pump stoppage occurred when the pt was connected to the power module which may indicate a short to shield condition. A percutaneous lead eval was performed on (B)(6) 2014 and no broken conductors were identified. The system controller was exchanged with another system controller and the pump stops reoccurred when the pt was connected to the power module. The pt was reported as doing fine and having no side effects from the pump stoppage. X-rays on the internal and external lead were reviewed and were unremarkable. On (B)(6) 2014, another percutaneous lead eval was performed which could not reproduce the pump stoppage/speed drops. An external percutaneous lead replacement was performed, however, that evening the pt experienced pump stoppage. On (B)(6) 2014,the pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: had alarms for intermittant pump stops and restarts. Controller exchanged. External driveline replaced by thoratec. Pt listed for transplant status 1a. Intermittent inadequate flow and pump stops continued. Per thoratec engineers, the driveline cable had a "short to shield" malfunction. The vad was exchanged.

Manufacturer narrative:
Device evaluation - the reported event of pump stoppages was confirmed. Evaluation of returned pump¿s driveline confirmed damage to a section of the driveline near the pump, internal to the patient. As a result of the damage, the underlying orange and brown wire conductors were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was powered by the power module. The alarms could have also resulted from the exposed conductors contacting each other or making simultaneous contact with the shield while on battery power. Incidentally, the evaluation also revealed a deposition in the outlet stator. The deposition was not adhered, lacked lamination and did not appear to have originated in this location. However, its specific origins could not be determined. Contact marks were present on the outlet portion of the rotor indicating that the deposition was present during pump operation. A cause for the formation of this deposition could not be conclusively determined through this evaluation. In addition, the duration for which this deposition was present in the pump could not be determined. The patient was reported to be asymptomatic. No reports were received with any indication of clinical signs of hemolysis or thrombosis. The instructions for use lists thrombus as a possible adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the pump and system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.